Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted in (B)(6) 2025. During (B)(6) 2025 through (B)(6) 2026, approximately 3-4 months post-implant, the patient presented with abdominal pain, discomfort, gastric distension, abdominal distension, nausea, reflux and vomiting. An abdominal x-ray demonstrated the balloon located near the pelvis with air-fluid levels, and an abdominal ultrasound showed gastric lumen distension with retained gastric contents. Due to the risk of pulmonary aspiration, the balloon was retrieved via endoscopic procedure. Approximately 1.5 liters of gastric fluid were suctioned from the stomach prior to balloon removal. The balloon was punctured for retrieval, and overinflation of the balloon was noted upon removal. No complications or adverse incidents were reported following removal. A new orbera 365 intragastric balloon was subsequently implanted. The patient is expected to fully recover. Note: according to the instructions for use (IFU), the intragastric balloon (igb) is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Additional information received february 4, 2026: block b5: event description updated to include the approximate implant date and additional patient symptoms. Block h6: patient codes. Block h6: imdrf device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Block h11: device evaluation. The returned orbera balloon was analyzed. A visual inspection was performed. The device was returned deflated and colored blue. The costumer provided some pictures where it was seen hyperinflation of the balloon. It can also be seen a line that indicates the presence of air in the balloon. Additionally, it can be observed that the ballon is colored blue. The reported events of ballon spontaneous inflation and device user device issue user error can be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system instructions for use (IFU) states, "the igb is placed in the stomach and filled with sterile saline"; however, during the product analysis and media inspection it can be observed that the ballon is colored blue, most likely it was filled with methylene blue. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Additionally, it was confirmed that the following adverse events are anticipated in the IFU: balloon spontaneous inflation, pain abdominal, discomfort, abdominal distention, nausea, vomiting and gastrointestinal reflux. Based on all gathered information, the device was used in a manner inconsistent with the written instruction in the IFU. Therefore, the event of "device use of device issue - user error" in this event is catalogued as "failure to follow instructions" because the problems traced to the user not following the manufacturer's instructions. However, this failure could not be related directly to the main cause of this investigation. For the events of endoscopic procedure and imaging required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, will be classified as cause not established. For the ar codes balloon spontaneous inflation, pain abdominal, discomfort, abdominal distention, nausea, vomiting, and gastrointestinal reflux, these adverse events are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions), for this reason this event is catalogued as "known inherent risk of device". All compiled information on this investigation determines that the most probable cause is "known inherent risk of device".

Event description:
It was reported to boston scientific corporation that an orbera365 intragastric balloon system was implanted on an unknown date. Approximately 3-4 months post-implant, the patient presented with abdominal pain, discomfort, gastric distension, and upper gastrointestinal obstructive symptoms. An abdominal x-ray demonstrated the balloon located near the pelvis with air-fluid levels, and an abdominal ultrasound showed gastric lumen distension with retained gastric contents. Due to the risk of pulmonary aspiration, the balloon was retrieved via endoscopic procedure. Approximately 1.5 liters of gastric fluid were suctioned from the stomach prior to balloon removal. The balloon was punctured for retrieval, and overinflation of the balloon was noted upon removal. No complications or adverse incidents were reported following removal. A new orbera 365 intragastric balloon was subsequently implanted. The patient is expected to fully recover. According to the instructions for use (IFU), the intragastric balloon (igb) is placed in the stomach and filled with sterile saline. A photo provided by the customer appears to show the balloon containing blue fluid. Based on this information, use of device issue - user error has been applied.

Manufacturer narrative:
Block h6: imdrf device code a1406 is being used to capture the reportable event of spontaneous inflation. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure.